Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.

Event description:
It was reported via medwatch: patient had a 5fu pump connected to his port that was suppose to complete today. Patient and wife noticed chemo leaking from the port tubing last night and called the on call provider who instructed them to stop the pump. Patient arrived this morning and this rn confirmed that the leak was coming from the port tubing. Port was then de accessed and reassessed w/ a new needle and different lot number to complete remaining 5fu medication. Restarted with no issues. Manufacturer contacted regarding port needle malfunction. Additional info received on 20apr2023. Patient arrived ambulatory accompanied by spouse to treatment area on (B)(6) 2023, accompanied by spouse. Per patient, 5fu pump noted to be leaking from port tubing. Patient called on-call number and was instructed by nurse practitioner to turn off pump and come to the infusion center first thing in this morning. Pharmd aware. Upon arrival, pump noted to have 17 hours 23 minutes to complete w/ 87 ml remaining. Port de-accessed and re-accessed w/ new needle and tubing. 5fu pump reconnected to port and restarted. Confirmed pump running by another rn. Pump to complete around 0500 tomorrow. Pt instructed to check pump periodically to ensure it is running properly and to call the office w/ any further problems. Pt left ambulatory and in stable condition accompanied by spouse.